Event description:
Event report for a device malfunction cor-knot. Lot # 4033366 expiry date 03-31-2027 ref # 031350 . As per the scrub the device did not cut the knot as it is supposed to. Original package and 2 cor-knor device placed in its original box.